Event description:
It was reported that during a rotational atherectomy treatment procedure, a perforation of the rca occurred. The physicin was ablating a very calcified lesion in the proximal to mid portion of an angulated rca artery. Three successful ablation passes were made, but during the fourth or fifth polishing run, he detected extravasation to contrast dye indicating a vessel perforation had occurred. The patient experienced cardiac tamponade resulting in complete heart block. A balloon was placed across the lesion to prevent increased tamponade and a temporary pacemaker was placed to successfully treat the heart block. The patient was sent emergently for surgical intervention. The patient is currently in stable condition at home with no evidence of inferior myocardial infarction or EKG changes. The reporter indicated that the physician did not feel that this event was device-related. Additional information has been requested regarding this event.